Event description:
The customer reported to olympus that while using the eves eus ultrasound bronchofibervideoscope a b30 (scope communication error) was displayed. During the middle of the procedure (endobronchial ultrasound bronchoscopy ebus), the image became unstable and had a red tint. The image eventually went out completely. The procedure was not completed. Additionally, during reprocessing, a leak was noted at distal tip of the instrument channel. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Device was returned and the following non reportable malfunctions were found: scope leak : leak at biopsy channel. Distal end of the device : deep dent (sharp). Forceps passage : leak. Image oes adapter : image guide breakage, red crack. Control body : (advanced diagnostics) fluid wet, dry after aeration. Ultrasound connector : (advanced diagnostics) fluid wet, dry after aeration. Angulation : low. Based on the results of the investigation, it is likely that the video function did not work properly due to the image guide breakage failure. Olympus will continue to monitor field performance for this device.